Event description:
The customer reported a partial display. He stated when he attempted to give himself insulin, the insulin pump displays a black bar. The customer's blood glucose was 154 mg/dl. The customer stated he would change his battery as an attempt to resolve the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.